Event description:
It was reported that partial stent dislodgement occurred. A 2.50x24mm promus element plus drug-eluting stent was selected and advanced to treat the unspecified target lesion but was unable to cross. During withdrawal, it was noticed that partial dislodgement of the stent occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).